Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was inspected by a qualified inspector using a microscope with a 12x magnification, no anomalies were found. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt300 21.0 diopter lens was implanted in the patient's right eye (od) on (B)(6) 2018. It was later explanted on (B)(6) 2018 because the patient experienced blurry vision, came out with 2.00 astigmatism, and because of a refractive error. Reportedly, the patient's pre-operative uncorrected visual acuity (va) was 20/80 and their pre-operative corrected va was 20/40-1. Also, the patient's post-operative uncorrected va was 20/60 and the post-operatively corrected va was 20/20-2 with a refraction of -0.75 x -1.75 x 17. There was an incision enlargement performed, but no vitrectomy or sutures. No additional information was provided.